Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator replacement operation. During procedure, the physician discovered a fracture on the right ventricular lead. The lead was capped and replaced and patient was discharged on the same day.